Event description:
Md note of event: preliminary report: dilated uterine arteries bilaterally with enlarged hypervascular uterus bilateral uterine artery embolization with 2 vials 2.5 mm x 50 mg embocube gelfoam on the left and 2 vials 2.5 mm x 50 mg embocube gelfoam and 1 vial 5 mm x 50 mg embocube gelfoam on the right with stasis of flow in proximal main trunk uterine arteries bilaterally failed mynx closure with hemostasis via manual compression.